Event description:
It was reported that during a da vinci-assisted surgical procedure, when using fenestrated bipolar forceps (fbf), the surgeon reported that it was not performing its function, making it impossible to carry out the procedure with this instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.